Event description:
The customer contacted stryker to report their device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's and verified the reported issue. It was determined that the cause of the reported issue was due to the battery being depleted. However, further root cause of the depleted battery could not be determined. The customer was sent a replacement device and the returned device was archived by stryker.